Event description:
It was reported to philips that the azurion system was not booting up. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed that ny15 was faulty. The fse turned on the suite pc and x-ray manually which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that suite-pc, x-ray-pc and flexvision-pc did not start. Upon troubleshooting, fse found that the system issue was due to bad power supply. Fse inspected the drivers as they were not turned on and manually turned on the system by clicking the power button. Fse turned on suite pc and x-ray manually to resolve the issue and fse suggested to replace the ny 15. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.